Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection of some their attune consignment instrument trays, by sterile processing department personnel at fort belvoir community hospital, two instruments were found to be slightly damaged. The inside edges of two of the shim couplings of one of their attune spacer blocks were chipped. Also, the superior edge of one of their attune medialized dome patella trials was scraped up. It is unknown when and were the damage occurred. Replacement instruments are needed to complete the consignment trays.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. Physical examination of the product confirmed the complaint. A piece of two of the posts have chipped off. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.